Event description:
Health professional reported the explantation of a lap-band port. Follow-up findings: "the patient was having fills, but there was no restriction." Upper gi (gastrointestinal) testing (radiography) was done and the port was allegedly found to have leakage. The device was explanted. No information was provided regarding if the port was replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device. In addition, analysis noted a smooth opening in the port tubing likely caused by wear and tear. There was leakage from the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."